Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and a partially broken reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose 504 mg/dl. Customer reported that she had a bent cannula that caused the high blood glucose, which led to the hospitalization. Customer had symptoms of nausea and was vomiting. The cause of the hospitalization was diabetic ketoacidosis. Customer was wearing the pump at the time of the incident. Customer had 2 bent cannulas on the infusion set. Customer had a bent cannula when the infusion set was taken out at the hospital. The first infusion set was in use for one day and the second set was in use for a few hours. The meter was over 600 and would not read the customer's blood glucose. Customer treated with a shot of insulin to get her blood glucose down to 256 mg/dl. Customer's current blood glucose is 239 mg/dl. Customer's mother stated that they will call back to perform the high pressure test.